Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. After the lesion was pre-dilated with a 2.5x15 non-bsc balloon catheter, a 4.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion and it was noticed that the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient was fine.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. After the lesion was pre-dilated with a 2.5x15 non-bsc balloon catheter, a 4.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion and it was noticed that the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient was fine.